Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon allegedly ruptured while in a patient.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. A blakemore tube was returned with a hole in its smaller balloon. A potential root cause for this failure could be "exposure to petroleum based products". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on tube, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon allegedly ruptured while in a patient.